Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately five months post implant that ten days after implantation of the patient¿s ICD (implantable cardioverter defibrillator) system the patient¿s body temperature was up and a urologist diagnosed it as prostatitis and prescribed an oral antibiotic. Then later it was found that the patient had a deep incisional surgical site infection, and the infection was identified as staphylococcus aureus. The patient was admitted to the hospital and the ICD system was explanted. At the time of the procedure in the operative incision area was infection of the skin and subcutaneous tissue with a minor skin defect in medial part of incision from which the minimum amount of purulent content is secreted. The patient was given intravenous and oral antibiotics during their hospital stay. Then sixteen days later a new ICD system was implanted on the patient¿s opposite side. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.